Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported lost suction at 52% during flap creation with the femtosecond laser. The procedure was able to be completed and there was no patient harm.

Manufacturer narrative:
Sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. The reported problem cannot be confirmed. No problem was found with the patient interface. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).